Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified insulin pump error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had rainbow effect on screen and unexplained no delivery alarms. The insulin pump had grinding noise when rewinding. The alarm was weaker and the backlight was dull. The device will not be returned for analysis.